Manufacturer narrative:
Per follow up information received, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that biomed's arctic sun had low flow during functional check. Per follow up information received via email on 01dec2022, the biomed was testing the device incorrectly, as they were only using a single pad. Technician support referred them to the correct functional verification procedure in the service manual. Per follow up information received via phone on 02dec2022, biomed stated that after following the service manual they found that both the circulation pump and mixing pump were failing. Biomed replaced both pumps and had no further issues. No patient involvement was reported.

Event description:
It was reported that biomed's arctic sun had low flow during functional check. Per follow up information received via email on 01dec2022, the biomed was testing the device incorrectly, as they were only using a single pad. Technician support referred them to the correct functional verification procedure in the service manual. Per follow up information received via phone on 02dec2022, biomed stated that after following the service manual they found that both the circulation pump and mixing pump were failing. Biomed replaced both pumps and had no further issues. No patient involvement was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.